Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) after on-site inspection determined the solenoid valve control board and pressure sensor were faulty and required replacement. The customer rejected the quote after the quotation was made, requiring further consideration. The device was delivered to the customer and was not suitable for clinical use. In future if we receive any repair information will reopen and update the investigation. There was no patient involved and harm reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). Full event site address is (B)(6). Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed electrical test failure code 53 when it was turned on before use. Additionally, the device did not shut down when the switch was off. There was no patient involvement.